Event description:
According to the reporter, the device's monitor screen is not legible enough to read a patient's rhythm. There were no reports of any adverse effects to any patient as a result of the device use.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident and will provide further information upon completion of failure analysis.